Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event user detected the needle tip bent and changed to another a new one to complete the procedure. Patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? Not answered if no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. Not provided 8. If not with the device in question, how was the procedure performed and/or finished? With another one 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? Yes 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 2 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No, 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Not answered 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not answered

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 18-feb-26. Device evaluation: 01 unit of lot c2332268 of echo-hd-3-20-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20 jan 2026. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Visual inspection: distal end of needle examined and kink observed at approx. 0.5cm from tip of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. The reported failure was observed. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2332268 did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2332268. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The user is instructed in the precautions section to "ensure the stylet is fully inserted when advancing the needle into the biopsy site." There is evidence to suggest that the customer did not follow the instructions for use (ifu0077). Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information received in the patient/event info - notes under q.23 confirmed that the stylet was partially removed prior to the advancement of the needle which is considered user error under the precautions section of the instructions for use. The removal of the stylet would have likely led to the cascading effect of the needle kinking at the distal end due to less support provided by the absence of the stylet during the first pass. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, needle tip was bent. Confirmed quantity of 1 device, confirmed used according to the initial report, there was no adverse effects to the patient. Investigation findings conclude that a definitive root cause could be attributed to user error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information received in the patient/event info - notes under q.23 confirmed that the stylet was partially removed prior to the advancement of the needle which is considered user error under the precautions section of the instructions for use. The removal of the stylet would have likely led to the cascading effect of the needle kinking at the distal end due to less support provided by the absence of the stylet during the first pass. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-feb-26.